Event description:
It was reported that during sterile processing, it was observed that the universal battery charger device was not charging and the lights did not come on when the device connected. The event was not related to surgery. There was no patient involvement. There were no reported of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as apr 26, 2004. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.